Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 421 mg/dl. The customer called in for assistance with changing the 2am setting on their insulin pump. The customer was assisted with the issue and needed no further assistance. The customer did not mention any treatment for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.